Manufacturer narrative:
The product has not been returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that the customer received an occlusion alarm during bolus delivery. The customer's blood glucose level was 512 mg/dl and was corrected with manual insulin injection. Tandem technical support performed a system check and determined that the cartridge needed to be changed.